Event description:
The facility reported that a trauma patient admitted in 2007 was receiving an infusion via a colleague triple channel cxe infusion pump. Neosynephrine was infusing on channel a at a rate of 400 mcg/min. Vecuronium was infusing on channel b at a rate of 1.4mcg/kg/min. Lorazepam was infusing on channel c at a rate of 20mg/hr. The infusions had been running for approximately 2-3 hours when the clinician adjusted the rate on channel a. The pump subsequently emitted an audible alarm with a failure code 16:310:867:0002, and stopped infusing on all channels. The patient's blood pressure dropped into the 60s (it had been 120-130/64). The pump was replaced. Neosynephrine was then increased to 700 mcg/min for an unknown length of time to restore the patient's blood pressure.

Manufacturer narrative:
A request for the return of the device has been made. The device has been received for evaluation. A follow up medwatch will be submitted upon receipt of the evaluation. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified above has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field information and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated. Please note, in reference to the "colleague triple channel" issue described in this report, and based on the review of relevant complaint history of this and similar events, baxter decided on june 20, 2007 to take "remedial action" to prevent risk of harm to the public health. Based on this decision, a 5-day MDR was initiated for all events associated with this issue. As such, the aware date is 06/20/2007 for all reported events received prior to this date.